Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Device evaluation indicated that the complaint for the leads has been confirmed. Visual inspection revealed that the leads were damaged. Both leads were missing several electrodes at the paddle end. The cause of the dislodgement is unknown.

Event description:
A report was received that the patient was experiencing headaches and stinging pain in the neck associated with the device. The patient also had a couple of non-device related falls. The patient underwent a revision procedure, during which, several contacts were retrieved from the lead but not everything were retrieved from the patient's body. The leads were explanted. The patient was doing well post-operatively.